Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an thoracic pulmonary parenchyma surgery, when the surgeon tried to fire the device, it was impossible to fire, the surgeon able to press the green button but unable to squeeze the handle. They tried to use another handle with that same reload but the reload still did not work. They ended up using another reload, in order to complete the case. There was no patient injury.